Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-dec-18, information was received from a patient receiving an unknown drug via an implantable pump for chronic low back pain and spinal pain. It was reported the patient had a new pump implanted in (B)(6) 2017 because the healthcare professional (hcp) was having a hard time accessing the port. The patient stated it would take 30-45 minutes. The patient stated the pump was implanted too deep so the new pump was moved to her back. No symptoms reported. No further information provided.